Event description:
Dealer stated that head would not lower causing user to hop into bed, bed allegedly gave way & user allegedly fell onto floor. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5310ivc, (B)(4) is approximately 3 years old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. Pages 8 & 9 of the owner's manual states that body weight should be distributed evenly and that in case of damage, the bed should not be used. Page 20 includes instructions for set-up and installation. The procedures must be performed by a qualified technician. Technical evaluation of the product suggests that the set-up personnel did not adhere to the provided instructions. A technician inspected the bed to determine why the head section would not lower. He discovered that the drive shaft was positioned in the incorrect connection on the head gearbox. The driveshaft was connected to the "foot" connection on the gearbox, which is on the head end. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) female whose age and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.